Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Fluoroscopy showed that the lead was fractured. An invasive procedure was performed. During explant of the rv lead, the right atrial (ra) lead became kinked and was felt to be vulnerable to fracture. The ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product was kept by the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.